Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis twice. Manual confirmatory testing was performed. The user noted that the isolate was yellow and beta hemolytic and performed a coagulase test. No health impact or consequence reported. Report 2 of 2.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis twice. Manual confirmatory testing was performed. The user noted that the isolate was yellow and beta hemolytic and performed a coagulase test. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 13-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4331670. The customer returned panels, isolates and phoenix generated lab reports for this investigation. The lab reports show identifications of staphylococcus epidermidis when using the complaint batch. The customer returned isolates were verified and labeled as staphylococcus aureus uva-4, s. Aureus uva-5, enterococcus faecalis uva-6 and s. Aureus uva-7 with a bruker maldi biotyper. To investigate, customer returned panels of the complaint batch were tested with customer returned isolates s. Aureus uva-4, s. Aureus uva-5, e. Faecalis uva-6 and s. Aureus uva-7 on a phoenix m50 instrument and evaluated for identification results. Next, retention panels of the complaint batch were tested using customer returned isolates s. Aureus uva-4, s. Aureus uva-5, e. Faecalis uva-6 and s. Aureus uva-7 on a phoenix m50 instrument and evaluated for identification results. Last, control panels from the same material but a different batch number were tested using customer returned isolates s. Aureus uva-4, s. Aureus uva-5, e. Faecalis uva-6 and s. Aureus uva-7 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification for their inoculated isolates. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd phoenix¿ pmic/ID-(B)(6) a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. Manual confirmatory testing was performed. The user noted that the isolate was yellow and beta hemolytic and performed a coagulase test. No health impact or consequence reported. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-(B)(6) a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. Manual confirmatory testing was performed. The user noted that the isolate was yellow and beta hemolytic and performed a coagulase test. No health impact or consequence reported.